Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device replacement, the replacement device exhibited an alert for over current detection during dft testing. The rv lead exhibited low, hv impedance when connected to the new device. The rv lead was capped and replaced, and the device was not implanted. A replacement device was successfully implanted without adverse consequence to the patient.

Manufacturer narrative:
The reported output anomaly alert and low hv lead impedance were confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported output anomaly and low hv lead impedance could not be determined.